Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated she was having issues with her pd cycler and once she powered the cycler off she noticed that fluid began to leak from the cycler door. The pd patient stated when she removed the cassette it was wet and there was fluid inside the cassette door. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient was not required to come into the clinic, no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy.

Manufacturer narrative:
Plant investigation: the cycler was returned for investigation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. There was visual evidence of fluid within pneumatic filter hp1. The hp1 filter were detached from the cycler and replaced. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. No fluid leaks were noted in the test cassette during the test treatment. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
A peritoneal dialysis (pd) patient stated she was having issues with her pd cycler and once she powered the cycler off she noticed that fluid began to leak from the cycler door. The pd patient stated when she removed the cassette it was wet and there was fluid inside the cassette door. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient was not required to come into the clinic, no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy.